Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2022-11531. It was reported that the patient was admitted for a subdural hemorrhage. The patient had a controller exchange performed by the bedside nurse just before midnight on (B)(6) 2022. The patient was resting in bed and did not have anything unusual occurring at the time of the event. A review of the log files found patient had low flows followed by speed drops well below the fixed speed on the device with some speeds in the 5000 rpm range and powers reaching and exceeding 10 watts. Following controller exchange, the patient has maintained a pump speed of 9000 rpms. Due to this, it was suspected that the controller change resolved the issue. The log from the original controller captured some low speed events while connected to the power module but also noted frequent yellow wrench/replace controller events along with the low speed events. It looked like a potential short-to-shield but typically ¿replace controller¿ events are not seen with short to shield. Additional information confirmed that the patient had a short to shield. Additionally, since the patient had a stroke, they have remained non-ambulatory without independent movement. A request for an ungrounded patient cable was made. A review of the second set of log files revealed low pump speed events and many pump stops. Additional information revealed that the patient passed away. The cause of death was unknown. It is unknown if the pump will be returned.

Manufacturer narrative:
Section b2: date of death was estimated. Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke could not conclusively be established through this investigation. The reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Throughout the captured data in the submitted log files, intermittent low speed and pump-stop events were captured while the patient was supported by the power module. The log file also captured elevated power events as high as 12.0 watts during the low-speed operations. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, driveline fault, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas patient handbook, rev. C, lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 24jul2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022.